Event description:
It was reported that a the signal artifact monitor (sam) episode was recorded on this pacemaker due to minute ventilation (mv) oversensing. The mv was programmed off and back on. This pacemaker remains in service. No adverse patient effects were reported.